Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported their device no longer worked, the doctor wasn't sure if it was because of hard falls, it was not in the same location as initial implant and it didn't work on any settings. Additional information was received. The caller reported the therapy was no longer working and the ins had moved as the result of some hard falls. The caller stated they tried all 4 programs and none work. The caller had met with a healthcare provider and they looked at the system and done some testing and said there was nothing they could do to fix it. At this point the patient was just looking to have the system removed. Caller was redirected to physician to discuss this, it was noted they did not have a managing physician at the time of the call. No further complications were reported or anticipated.